Event description:
It was reported that a spectrum infusion pump was alarming downstream occlusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the downstream occlusion. The downstream sensor was replaced and the device was calibrated to correct this condition.